Manufacturer narrative:
Evaluation summary: blood was present throughout the catheter and balloon. Crystallization was evident during visual inspection. Delivery system was placed in waterbath to disperse blood. Stent was not positioned on the delivery system as it was deployed in patient. The balloon failed negative prep. The balloon failed to maintain pressure, during pressurisation of delivery system. Upon visual inspection of the delivery system, a longitudinal tear was discovered on the balloon working length. The balloon material was jagged and uneven at the tear site. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
It was reported that the physician intended to use a resolute onyx to treat mildly tortuous and mildly calcified lesion located in the proximal left anterior descending artery exhibiting 75% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected prior to use. The lesion was pre-and post-dilated. Negative prep was performed. The device did not pass thr ough a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was described that after the stent was deployed, dilation was performed three times, and after treating the side branch, the stent balloon was delivered again. It was reported that the when the physician tried to inflate the balloon for post-dilation, the pressure could not be applied, and burst (rupture) was detected. The patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: the images capture the severely stenosis lesion. Pre-dilation is captured of the proximal rca lesion. The implantation of the complaint resolute onyx stent is captured in the cine images. Post dilation is preformed using an unknown balloon smaller than the 30mm delivery balloon of the complaint device. The delivery balloon is then visible in the previously implanted stent. The reported balloon burst is not visible in the images provided. If information is provided in the future, a supplemental report will be issued.